Event description:
On conducting the weekly checks the green light has now stopped flashing. Reportable us only.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 360p passed ¿out qat from heartsine technologies on (B)(6) 2018. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to a misaligned membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
On conducting the weekly checks the green light has now stopped flashing. Reportable us only.